Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.010.061; lot: 9684785; manufacturing site: bettlach; release to warehouse date: november 12, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the visual inspection has shown that the fluted tip section is worn out. There are strong wear marks and scratches visible on the whole instrument. The returned drill bit is all in all in used condition. Dimensional inspection: measurement outer diameter: result: "pass." Document/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Summary: the received condition of the drill bit is concordant with the complaint description and the complaint condition is confirmed. This lot was manufactured in november 2015 according to the specification. Based on that and the condition of the item, a product related issue can be excluded. Based on the provided information, we are not able to determine the exact cause of this complaint. We only can assume that a combination between intense use and mechanical overload during use did lead to dull cutting edges. In this context, we would like to draw your attention to the leaflet ¿important information:¿ check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. Based on the manufacturing investigation results, we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent an open reduction internal fixation (orif) surgery using the proximal femoral nail antirotation (pfna) system. During surgery, the surgeon took a very long time to drill the bone with the three-fluted drill bit. There was a surgical delay of less than 30 minutes. Procedure outcome is unknown. Patient was stable following the operation. This report is for a 4.2mm three-fluted drill bit. This is report 1 of 1 for (B)(4).